Event description:
It has been reported to us that during the procedure, while the aspiration catheter was being inserted through the introducer sheath, the aspiration catheter shaft separated. The physician inserted the guide wire .014 inch into the pt through the 6f introducer sheath. The physician inserted the aspiration catheter through the introducer sheath and attempted to advance the aspiration catheter forward and the shaft separated. The physician was able to remove the aspiration catheter and the introducer sheath together without issue. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.